Manufacturer narrative:
The customer reported that the system had no vacuum during the phaco portion of surgery. The customer replaced the handpiece, but the issue persisted. The procedure was completed with a different system. The company service representative examined the system and performed vacuum tests using both wet and dry cassettes. The company service representative was unable to replicate the reported event as the system exhibited no functional issues. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the phacoemulsification phase of a cataract extraction with intraocular lens procedure there was no vacuum. The handpiece was exchanged which did not resolve the issue. The case was completed as planned using an alternate system. Additional information has been requested.